Event description:
Boston scientific received information that four days post implant, this right ventricular (rv) defibrillation lead exhibited exit block. The decision was made to perform a revision procedure and explant the lead. In addition, the previous chronic rv lead was explanted and a new competitor lead was successfully implanted. The two explanted leads were returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.